Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of 3/29/2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the records for MDR reportability, the patient was revised on (B)(6) 2012 for dislocations, instability, pseudotumors, and retroverted cup.